Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the following: the instrument's pitch cable at the distal clevis was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The distal edge of the instrument's pulley mechanical indentations and the surface of the pulley had scratches. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damages found to the instrument's pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broke pitch cable and main tube scratches could likely cause or contribute to an adverse event, if the malfunctions were to recur. Several attempts have been made to gather additional information from the hospital regarding the returned instrument; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a maryland bipolar forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.